Event description:
Nurse reported customer being hospitalized due to low blood glucose. The physician stated that the customer had no idea as to how to operate the pump. Advised customer to call back for more training and when needed.